Event description:
It was reported that the patient had a pocket erosion and an infection after the normal generator change procedure which was on (B)(6) 2019. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had an infection after the normal generator change procedure which was on (B)(6) 2019. The device was explanted and replaced. The patient was stable.